Event description:
It was reported that the patient contacted support while performing a supply change for the first time and requested guidance. The patient filled cartridges and was using an infusion set but encountered difficulty inserting the cartridge into the pump. The filled cartridge did not fit, and after attempting to insert a new empty cartridge, it was determined that the cartridge appeared too long. The patient was advised to contact the distributor regarding the supplies and to use backup therapy in the interim. The patient later contacted support again for additional assistance. During a step-by-step review of the supply change process, it was identified that the cartridge had been inserted upside down, with the plunger positioned incorrectly. Once the cartridge was placed in the correct orientation, the patient was able to successfully attach the connector and resume use of the device. The patient reported that blood glucose levels were affected during the event, with a highest reported value of 232 mg/dl and levels outside the target range for approximately one hour. The device alerted for high blood glucose, and levels were corrected by the device once insulin delivery resumed. No outside assistance, medical intervention, or symptoms were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.